Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent wet to dry dressing changes until the patient was eventually transplanted. The center reported that the patient was ongoing with no infection. The patient was discharged from the hospital on (B)(6) 2024.

Event description:
It was reported that on (B)(6) 2024 the patient suffered a driveline infection. Patient symptoms included worsening fatigue. Patient was put on suppressive intravenous therapy antibiotics (abx) via indwelling groshong line. There was strong concern for worsening multi-drug resistant (MDR) status of pseudomonas¿wound culture and blood cultures. The patient was placed on meropenem with infectious disease consult, and their status on the unos waitlist was upgraded to status 2 with exception¿lack of appropriate reserve abx for MDR pseudomonas. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.